Event description:
It was reported that the customer experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer¿s current blood glucose value was unknown. The customer treated low blood glucose level with food and glucose tablet. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated insulin pump was not suspended when blood glucose was low. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.